Event description:
Fill volume: 400ml. Flow rate: 6-14ml/hr. Procedure: right rotator cuff surgery. Cathplace: right shoulder. It was reported that a patient died while using a pump. On (B)(6) 2015, the patient underwent outpatient surgery. The select-a-flow (saf) dial was initially set to 6ml/hr and was later increased to 8ml/hr and then 14ml/hr. The patient was then weaned back down to 8ml/hr. There was no report of local anesthetic toxicity. The patient was still attached to the pump at the time of death. The official cause of death is still pending. The device is expected to be returned for evaluation. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) and a process evaluation are in progress for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in oru product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.